Event description:
The somanetics cerebral oximeter monitor has a metal case. The in-line pre-amp module has a magnet glued to one surface. The magnet is used to stick the in-line pre-amp module to the side of the monitor case for storage. The pre-amp can be placed near the patient when the monitor is in use. Magnets have been known to interfere with the operation of implants (such as pacemakers) when they are in close proximity to the patient. Somanetics does not provide a caution on their equipment regarding the placement of the magnet/pre-amp. To assure that the in-line amplifier is a safe distance away, the staff are instructed to keep the amplifier out of the patient's bed.